Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the flexibility on 8mm fenestrated bipolar forceps instrument had reduced. Upon further inspection, the instrument was observed to have a broken cable. There was no collision or impact between the instruments during the operation. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy.

Manufacturer narrative:
A review of customer provided image was performed by an intuitive surgical, inc. (Isi) regulatory market surveillance analyst. The following additional information was provided: the image depicts a broken cable. The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.